Event description:
It was reported that the ventricular lead was prominent and superficial on the skin. To avoid a potential skin erosion, the pocket was electively revised and the lead was repositioned.

Manufacturer narrative:
.